Event description:
It was reported by the patient that redness had developed around the implant scar and puss was observed from the wound site prior to explant. It is unknown if a culture of the site was taken. The device was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). No eval explaination: device has not been returned to manufacturer.

Manufacturer narrative:
Product event summary:the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.